Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2018-00591.

Event description:
The patient was undergoing a coil embolization procedure right in the internal cartid artery using penumbra smart coils (smart coils) and a smart coil detachment handle (handle). During the procedure, the physician successfully placed six coils and three smart coils in the target vessel using the handle. The physician then advanced another smart coil to the target location, however was unable to detach the smart coil using the handle. Therefore, the smart coil and non-penumbra microcatheter were removed. The procedure ended at this point because the existing packing density was sufficient.

Manufacturer narrative:
Results: the smart coil was kinked along its length and fractured. The pet lock was separated on the proximal end of the pusher assembly. The pull wire was retracted from the distal detachment tip (ddt). Conclusions: evaluation of the returned smart coil revealed excessive damage to the device. The pusher assembly was kinked multiple times, fractured, pet lock separated and pull wire retracted from the ddt. If the pet lock is broken, it typically indicates an attempt to detach the embolization coil. If the pull wire is retracted from the ddt, the embolization coil will likely detach. Due to the returned condition of the smart coil, the root cause of the failure to detach could not be determined. The inability to advance a demonstration coil through the returned non-penumbra microcatheter may have contributed to the difficulty experienced during the procedure. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.